Manufacturer narrative:
Complaint of overheating was confirmed. Mdu failed with motor stall error and overheated. Cause of overheating and errors is a corroded motor/gearbox. The gearbox was found to be jammed and corroded internally. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A corrective action has been initiated to mitigate future recurrence of similar events.

Event description:
It was reported the powermax elite mdu hand control heated up. A back up device was utilized to complete the procedure. No patient injury or complications were reported.